Event description:
A customer contacted beckman coulter, inc. (Bec) concerning reproducible elevated troponin (accutni) results, within the risk stratification range, generated by synchron lxi 725 clinical system for one patient's samples. The results were reported out of the laboratory. Subsequent testing on an alternate methodology produced results within the normal reference range. The effect, if any, to patient treatment is unknown.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer supplied qc charts, all three levels of accutni qc were within the established ranges prior to and after the event. System check and additional system information has not been supplied to date. The customer sent the sample to bec for additional testing. Bec customer product line support (cpls) was able to replicate the accutni results. Subsequent dilution testing was not conclusive. Interference testing was performed and revealed two kinds of interferences: heterophile interference and an interference which likely relates to alkaline phosphatase. This interfering compound distinct from heterophile antibodies causes reproducible false positive results. As for heterophile antibodies interference, the results do not correlate with the clinical status of the patient. A patient source interferent is the root cause of this event. The sample was tested.